Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing residual air from, the cartridge. Tandem technical supported educated the customer on cartridge/insulin labeling. Customer reverted to an alternate method for insulin therapy. There was no adverse impact to the customer's blood glucose level.